Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same event as MFR report #: 2134265-2008-01706. It was reported that during a percutaneous coronary transluminal angioplasty procedure, removal difficulties were encountered. The severely calcified, 90% stenosed lesion being treated was located in the proximal left anterior descending artery (lad). The lesion was 30mm in length and 3.0mm in diameter. The lesion was predilated with another manufacturer's 1.5 x 15mm balloon with the resulting stenosis at 85%. The rotablator system was platformed at 160,000 rpms. During the 3rd ablation run with the 1.75mm burr, the burr became stuck in the lesion and could not be advanced or retrieved. A 1.5mm burr was then advanced in an attempt to loosen the 1.75mm burr, however, that became stuck as well. The pt was taken to surgery for removal of both burrs, and was discharged 3 days later. No further pt complications were reported. Pt status was reportable as 'stable'.